Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported eleven days after an angio-seal was deployed, a pt returned to the hospital reporting claudication like symptoms. An angiogram was performed and revealed the pt's abi was .51 and showed thrombus and dissection of the common femoral artery. A balloon stent was placed. The pt responded very well to the stent with great results. The pt's pedal pulses were very good and his abi went down to .1 with no further leg pain being reported. A voluntary medwatch # (B)(4) was rec'd on (B)(4) 2011. The info is as follows: a pt had a catheterization procedure on (B)(6) 2011 and an angio-seal was used for closure. The pt was discharged with no reported issues. Approx ten days later the pt returned to the hospital reporting leg pain and had a thready pulse. An angiography was performed, which revealed a 100% embolic occlusion of the right femoral artery. Thrombus was evacuated and the pt tolerated the procedure well.